Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead had high capture thresholds and failed to sense. A chest x-ray was performed and the ra lead was found to be dislodged. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout procedure.